Manufacturer narrative:
The other relevant component includes: product ID: 8731sc, serial# unknown, implanted: unknown, explanted: (B)(6)2017, product type: catheter. Of note, the serial number of the returned 8731sc is not known. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To the main device, the other relevant component includes: product ID: 8731sc, serial# (B)(4), implanted: 2017 (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID 8731sc serial# (B)(4) implanted: (B)(6)2017, product type catheter interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of baclofen at 584.4 mcg/day. The returned pump passed all functional testing in the lab. Evaluation of implantable catheter serial number (B)(4) revealed tearing and coring in the cup of the sutureless connector (sc). Leaking was observed from the cup of the sc connector during pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis without a complaint. It was indicated the device had been used to deliver lioresal. The patient¿s indication for use was intractable spasticity, and the device was used with/in the patient for treatment. The pump was replaced on (B)(6) 2017. It was indicated there was no patient death, and the patient recovered without sequela following the replacement of the device. No further information was provided.